Manufacturer narrative:
Returned device was received in used physical condition. The lower left front corner was chipped. The bottom case and right plunger case were both cracked. No evidence of reported problem in event log was found. During the evaluation of the device, the accuracy test was found to be failing. The main board was not operating as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was failing the flow delivery accuracy test even after recalibrating the plunger sensor during preventive maintenance. There was no patient present. There were no reported adverse events.